Event description:
Device malfunction: stent jumped, stent separation. Time of malfunction: during the procedure. Symptoms/ae: second stent implanted compressing stent to arterial wall. It was reported that during stent deployment in the right proximal common iliac artery, the absolute stent jumped into the aorta. In an attempt to pull the stent to the target lesion, the stent became stretched. A snare was used, attempting to remove the stent from the body, but the stent broke into two pieces. One portion of the stent was removed with the snare. The remaining portion of the stent, in the target lesion, was compressed against the vessel wall using another absolute stent. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). Evaluation summary: evaluation of the returned self expanding stent system (sess) revealed blood and contrast in the shaft and blood in both the inside and outside of the handle, which is consistent for a product used in a procedure. The stent implant was separated. Only 1 cm length of the stent implant was returned. The stent struts were both stretched and broken, suggesting that the stent stretched until separation as reported. The stent separation, which left a portion of the stent compressed in the pt, was procedural related. There were multiple kinks observed on the sess. One kink was located on the stent holder, and four other kinks were protruding deep into the inner braided member. Many factors can contribute to shaft kink. During production, the sess is 100% visually inspected for shaft damage at multiple operations prior to packaging. No discrepancies were reported or observed by the account during the preparation and inspection of the sess prior to use. No manufacturing quality deficiencies were observed. The kink appears to be procedural related. In the incident, it was reported that during the procedure that the stent that jumped into the aorta. Many factors can contribute to the inaccurate stent deployment. The components of the returned sess that could effect stent placement accuracy (stabilizer sheath and ratchet pawl) were in place per the manufacturing criteria. During production, the stabilizer sheath location is 100% visually inspected and handle assembly is 100% functionally tested. No specific cause could be found for the inaccurate stent deployment, which also appears to be procedural related. It was referenced that the procedure was in the common iliac artery which the sess is not indicated for. Per the instruction for use (IFU) the absolute . 035" biliary sess is intended for palliation of malignant strictures in the biliary tree. There is no indication of a product quality deficiency with respect to the manufacture, design, or labeling. A review of the finished product's lot history record did not reveal any non-conforming material record associated with this lot. No corrective action planned. No manufacturing quality deficiencies were observed.